Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) to state that the integrated electrosurgical unit (iesu) displayed error code c-00 when monopolar cautery was active. The customer stated that the bipolar and monopolar cut could work well. In addition, the customer stated that after rebooting the iesu the issue remained. The clinical sale representative (csr) was not onsite and could not perform more troubleshooting steps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site's initial reporter and obtained the following additional information regarding the reported event: the initial reporter stated that the system functionality was checked upon powering up and nothing out of the ordinary was noted. Technical support was contacted for full troubleshooting. The action that resolved the issue was replacing the energy platform. The procedure was completed robotically. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the problem was not reproduced. The fse checked the system and error c-00 was displayed on the integrated electrosurgical unit (iesu). The iesu was placed to resolve the problem. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure was confirmed and reproduced. The error code c-00 showed up as soon as the iesu was powered on. The iesu was returned to the original equipment manufacturer (OEM) for further evaluation. The reported failure was confirmed when the unit generated c-34 error on start-up during the OEM investigation.

Event description:
Refer to h10/h11 for follow-up information.